Manufacturer narrative:
Method: the part and lot numbers were not provided as of the date of this report. This information as well as additional clinical information has been requested. If additional information is provided, the new information will be submitted in a follow-up MDR.

Event description:
The patient had bilateral breast reconstruction with implantation of xcm biologic as a 'dermal sling.' Xcm biologic was sutured from the inframammary fold to the pectoralis major. The pocket was irrigated with bacitracin. It is not known whether a breast implant or a tissue expander was placed in the pocket. At approximately 2.5 and 6 months post-operative, the patient presented with erythema over the area of xcm biologic implantation. Re-operation revealed purulence and intact but dissolving xcm biologic mesh. Xcm biologic was removed bilaterally. Microbial cultures were negative. The outcome of the re-operation was not reported.